Event description:
This procedure was performed in the internal carotid artery: patient was undergoing an angiography procedure and had the submarine balloon catheter in the internal carotid artery where it ruptured. It was removed and the procedure continued, no adverse effects were noted at the time of the rupture. After the procedure, the patient experienced transient ischemia attack (tia) like symptoms that lasted 2 hours and resolved.

Manufacturer narrative:
(B)(4).